Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported going to the hospital with high blood glucose readings due to bent cannulas. The blood glucose value at the time of admission 750 mg/dl. The customer had symptoms of eyesight and diabetic ketoacidosis. The customer was treated for the high blood glucose level with manual injections. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting the issue. The customers current blood glucose level was 196 mg/dl. The infusion set will be returned for analysis.